Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) and healthcare provider (hcp) who reported the first tablet used to interrogate the patient¿s implantable neurostimulator (ins) showed error message ¿system error-the system has encountered an unsuspected error, restart, error code 0x4b81f1a3.¿ the hcp tried a different tablet and the same message occurred. The hcp hit restart and the same message showed (all tablets had been updated to the sensight app) and there were no clinician programmers available. The rep met with the consumer and interrogated the ins with their tablet, and it showed the same message. The consumer felt fine with no therapy issue. The last programming session was on july 14th with values as follows: left side: a1: 3-c_ 4.5v/60pw/125hz. Therapy impedance: 4.5ma/993ohms a2: 8+9- 3.9v/90pw/125hz. Therapy impedance: 3.5ma/1114 ohms right side a: 10-c+ 2v/60pw/125hz. Therapy impedance: 1.7ma/1196 ohms. Interrogated with 8840, all programs were cleared, and patient had return of symptoms, shaking. Re-interrogate with tablet and re-program patient with the same settings as july 14. Therapy impedance re-check with the tablet: left side: a1: 4.6ma/984 ohms a2: 3.6ma/1098 ohms right side: a: 1.7ma/1178 ohms. The rep mentioned two of the tablets worked fine, but the last tablet showed the searching device was seen and it wouldn¿t advance past that point. It was suggested to power the communicator off twice, clear out all history on the tablet, and power the tablet off and back on which resolved the issue and all three tablets could interrogate the patient¿s device with the settings back to normal. Following this the patient was back to normal.

Manufacturer narrative:
Continuation of d10: product ID a610 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.